Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was in a severely tortuous and calcified artery. An opticross hd catheter was used for intravascular ultrasound examination (ivus) of the target lesion. During procedure, the device lost the imaging, and air was not ingresses during flushing. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "failure to follow instructions." "Failure to follow instructions" was assigned following a review of the reported event details, available information, and product record review. According to the event information, the motor drive unit (mdu) was on during the insertion of the device into the patient. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition could contribute to causing a failure that led to a decrease in image quality or a total loss of image. According to the IFU indications, the mdu shall remain off when inserting the device into the patient's body. Regarding the reported "device entrapped air," the as-analyzed cause code of "cause not established" was assigned following a review of the reported event details, available information, and product record review. In this case, the device was not returned for product analysis; therefore, limiting the identification of a most probable cause to this reported event. Improper handling, device manipulation, or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there are no additional details pertinent to the event.